Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was unable to be mounted on the device. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit was unable to be mounted on the device. The reported issue was able to be confirmed via visual confirmation from the customer. The customer stated the thumbwheel screw was missing. The remote service engineer (rse) provided the customer with the part number of the thumbwheel screws for the stand. The investigation is ongoing.